Event description:
On 08/20/2021 it was reported by a arthrex employee via email that an ar-1593 became stuck during insertion. The surgeon attempted to cut the tap with a drill to fix the thread but the inserter broke. This was discovered during use in a meniscal repair on 08/17/2021. The case was completed with a new ar-1593.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The anchor threads were found to be damaged. Additional damage was observed on the driver tube. The most likely causes include improper bone prep, misaligned insertion, prying and/or leveraging the device during insertion.